Event description:
Caller reported a cgm error, identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with complete pump reset information and assisted them through the process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.